Manufacturer narrative:
The device history record of reported lot 4265393 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that during surgery, a carotid endarterectomy was cancelled secondary to a disposable hotline tubing defect that led to possible delivery of warming water through the IV tubing instead of blood into the patient. Per reporter, the warming water used in the hotline blood warming device was not sterile and this being injected into the patient's blood stream due to the tubing defect, which is life threatening. Reporter stated the tubing had a defect where-in rather than delivering the warmed blood, it was delivering the fluid/water being used to warm the blood. The surgical case was aborted immediately.